Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture and intracapsular silicone diffusion.

Event description:
Healthcare professional reported an intracapsular rupture and intracapsular silicone diffusion. This record relates to unknown side. The device has been explanted.